Event description:
On (B)(6) 2011, an allen distributor forwarded a complaint from a surgeon in (B)(6) who witnessed a c-flex surgical head position move during a spinal surgery. There were no injuries to report and no impact to the case or outcome, the distributor said.

Manufacturer narrative:
There were no injuries to report and no impacts to the case for the movement reported by the distributor. The c-flex has been received back and is being evaluated. When the investigation by our engineering group is completed, a f/u report medwatch report will be completed and submitted.